Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging missing product. The reporter alleged the usb cable was missing in the pack of the ot verioiq he just received. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.